Event description:
The device was used as a demonstration. It was reported by the rep the trocar was opened to have a demo and to see if there was a leakage as the two other trocars in the box. The balloon is getting smaller. Rep stated the leakage is located where the sleeve and the balloon go together. There was no consequence to the demonstrator.